Manufacturer narrative:
Device power up properly no blank display noted and passed displacement test. However after installing the battery tester the device shows low power battery sign and no key function due to connector voltage leak on interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power alarm with out low battery alert. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. Customer reported that the insulin pump was blank after an off no power alarm, the insulin pump just came on. Customer states the battery was previously used. Customer reports the pump was not dropped. The customer received replaced battery test alarms with out low battery alarm. Customer states the battery cap was not loose, cracked or damaged. The customer reported that the new battery resolved the issue. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.